Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was not reproduced, however , inspection found corrosion of the electrical contacts. Additionally, twisted cable was observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), 4.1 precautions (warning) ¿ if the endoscopic images or functions are abnormal and return to normal spontaneously, the device may have already malfunctioned. Continued use of the endoscope may cause the abnormality to reoccur and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a device may cause injury to the patient, bleeding, or perforation. ¿ if for some reason the endoscopic image disappears or does not return from a frozen state during an endoscopy, and you do not know how to recover the image, turn off the video system center and then turn it back on. If the endoscope still does not return to the freeze state and observation cannot be performed, immediately turn off the power to the video system center, remove the camera head from the endoscope, and slowly pull the endoscope out from the patient to discontinue use. It is extremely dangerous to leave the endoscope inserted into the patient while the image disappears or when observation is not possible, or to pump air/water, aspirate, or perform any other procedure. If various instruments are being used, withdraw them in the safest way possible before withdrawing the endoscope. Also, during the procedure, be sure to have a spare device available to avoid interruption of the procedure. A definitive root cause cannot be identified on the reported phenomenon as it was not reproduced during evaluation. However, based on the results of the investigation, corrosion of the electrical contacts were observed, twisted cable was noted . The failure identified is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had "grainy image ". There was no patient impact, no harm reported due to the event.